Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced increased tone a few weeks following a pump replacement procedure for expected eol (end of life) on the pump. It was stated that on the ashworth scale the patient's spasticity and tone were at 3 on a scale of 5 for the lower extremities. The patient's spasticity was back to the level it had been prior to being on baclofen seven years ago. The patient underwent exploratory surgery that revealed a hole and a tear in the pump connector site. A catheter revision was done and the patient had 3 segments of catheter implanted. The infusion rate of baclofen was turned down.